Event description:
It is reported that in 1998, the patient underwent right total knee replacement. Post-op, in 2000, x-rays revealed loosening and fracture of the tibial tray. As a result, in 2004, patient's right knee was revised.